Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event that the device was explanted. An assessment of the reported type 3a endoleak, sac growth and rupture could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: device code: remove codes 1068, 1354, 2978. Conclusion code: remove code 11.

Manufacturer narrative:
Device was not available for return and was discarded, therefore the device is unavailable for evaluation.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. Recently the patient was presented in the ER with a contained rupture of 8 cm aneurysm. The physician explanted the device an identified a type 3a endoleak due to component separation of graft between main body and aortic extension. The physician performed a repair with an open procedure and graft explant. As of the date of this report there have been no additional patient sequelae reported. The patient's status post open repair was well and patient was released from hospital. No additional information was provided.